Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, and dilaudid via an implanted pump; the concentrations and doses were unknown by the reporter. The indication for pump use was non-malignant pain and chronic low back pain. On (B)(6) 2015, the patient's pump went out" at 10:13 am. The hcp (healthcare professional) to the patient that the "gear stalled". It was replaced the next day. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.